Event description:
The cordis clinical study reported that this male patient had elevated troponin greater than 5 times above upper normal limit at six hours post percutaneous intervention. Upon further investigation, it was revealed thirteen weeks later than a side branch occlusion occurred within the stented during the procedure. The main indication for intervention was unstable angina and positive stress test. The vessel disease extent involved one vessel; two lesions were treated at the index procedure. A 3.0 x 13mm cypher was implanted at 20 atms to treat a lesion in the mid right coronary artery described as 3.0 x 10mm long, restenotic after implantation of an unknown drug eluting stent (proliferative instent and beyond), bifurcated, irregular, with a 45 degree to 90 degree angulation, eccentric with moderate calcification, a type b2 classification and a 90% stenosis. The vessel was predilated with unknown 3.0 x 15mm balloon at 13 atms. Post dilatation was also conducted with a unknown 3.5 x 12mm balloon at 18 atms. A second 3.5 x 8mm cypher stent was implanted at 26 atms in the proximal right coronary artery described as 3.5 x 5mm, de novo, eccentric with moderate classification, a type b1 classification and a 75% stenosis. Predilatation was conducted at 12 atms with an unknown 2.5 x 12mm balloon, post dilatation was not conducted.

Manufacturer narrative:
A procedural complication was reported of a side branch occlusion occurred within the stented during the procedure. It was rated as severe, but resolved without sequel. The principal investigation determined the event as unrelated to the cypher stent and unrelated to the procedure. The pt also had elevated troponin of greater of equal to five times above the upper normal limit six hrs after the procedure; there was no report of a myocardial infarction. The levels decreased to less than two times the upper normal level by 24 hrs post procedure, and the pt was discharged the following day on aspirin, clopidogrel, oral antidiabetics, statins and beta-blockers and remained asymptomatic at the one-month and six month follow up. This cypher stent delivery system is distributed outside of the united states. However, it is similar to the united states cypher stent delivery system. Please note; additional info will be submitted within thirty days upon receipt.